Event description:
It was reported that the tubing of a clearlink system continu-flo solution set leaked. This was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage and priming tests were performed and no defects or leaks were observed at the actual sample. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.